Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery and a motor error alarm . The customer's blood glucose was unknown at the time of incident. Customer stated that insulin would not deliver due to no delivery and motor error alarms. Customer also mentioned that there is a crack under the insulin pump esc button that goes all the way to the reservoir chamber. During the no delivery troubleshooting, customer stated that it was resolved by infusion set and reservoir change. Customer also reported to have received over 600 mg/dl blood glucose during the no delivery event. Customer treated with insulin pump and no high blood glucose troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.